Event description:
Line placed in left saphenous (16cm to confirmed ivc) on (B)(6) 2013. Peritoneal effusion on (B)(6) 2013 and line discontinued then. No further info and no product available. Patient required tapping to remove excess fluid but is doing well now.

Manufacturer narrative:
No product being returned for eval. The device history for the associated lot number did not reveal any issues with the lot. Based on this info, an exact root cause is unable to be determined. The followings are potential causes of effusion: perforation of subclavian, brachiocephalic, or vena cava veins upon insertion of PICC, erosion of vein due to contact with catheter tip, infusion of hyperosmolar solutions/medications leading to chemical irritation and/or vein thrombosis, combination of chemical and mechanical trauma to vein leading to erosion and effusion, PICC tip outside of superior vena cava and blockage of thoracic or lymphatic duct by catheter or thrombus. Effusion represents an unusual complication of a PICC. It is unlikely to be an insertion related event. Most reports describe its occurrence after the catheter has been indwelling for a period of time. Upper body insertions have a higher incidence over lower body insertions. Per IFU, "never use force to advance the catheter. Resistance could indicate a vein obstruction or malposition of the catheter; continue to advance catheter slowly in slow increments; complete catheter advancement to the desired tip position; the external portion of catheter must be adequately secure and any change in length at the external portion of insertion site indicates that the tip location has been altered as well; confirm catheter tip placement radiographically if indicated; radiographic confirmation of tip placement is required for all central tips placements." Argon will continue to monitor any received complaint to analyze for potential trends.